Manufacturer narrative:
Device passed the displacement test. Device received with broken battery tube threads and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the reservoir ring and battery compartment was damaged. Customer¿s blood glucose level was unknown at the time of incident. Customer state that reservoir was not able to lock into place. The insulin pump will be returned for the analysis.